Manufacturer narrative:
Lumenis investigated the reported event, contacting the user facility directly to request further information concerning the event report. No report of patient harm was received. The subject device was returned to the manufacturing site for testing and examination. Lumenis technical design and quality engineers examined the subject device handpiece, concluding the hand piece wiring was out of specification (oos). This medical device report is being filed since the report of subject device handpiece performance issues are similar to issues reported in event report 3004135191-2015-00026. Additionally, lumenis initiated a recall for the versacut+ tissue morcellator handpieces on mon july 30, 2015, FDA ref# 3004135191-07/30/15-003-r (recall number z-2770-2015)

Event description:
A foreign hospital reported that during a holep procedure a physician experienced a functional issue with operational performance of a lumenis versacut+ tissue morcellator handpiece